Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received more IV fluid than intended. The tubing set was being used to deliver an unspecified amount of lactated ringer's. After an unspecified length of time in use, it was reported the patient received 700ml of solution in a shorter length of time that expected. There were no reported adverse patient effects. No medical interventions were required. The customer contact indicated there is difficulty controlling flow with "the new clamp". Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device information letter dated september 20, 2007.